Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the reported problem was able to be confirm using remote fe to see there was multiple instances 25913 m-02 module timeout. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, and on startup unit displayed errors m-02-3,2-07. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they had issues with bipolar and monopolar. Caller stated they were able to power cycle to continue several times, but the erbe showed an error m-11 and c-00. Tse was unable to confirm errors in the logs. Customer was already completed with procedures, so tse was not able to troubleshoot issue. Customer stated they have procedures on monday and would like an immediate call from their fse to schedule maintenance before cases on monday. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fse replaced the generator. The procedure was a da vinci procedure.